Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) for early cancer procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the over sheath. It was also noted that device returned with the clip assembly attached. Microscopic examination was performed, and it was found that the clip has the first activation performed. No other problems with the device were noted. The reported event of clip difficult to release from the catheter was not confirmed. Investigation found that the device returned with the clip assembly still attached and with the first activation performed. As part of the analysis, a functional inspection was performed using the tortuous fixture as per procedure and the clip it was able to deploy without problems. Additionally, the device returned without the over sheath, and since the customer stated that it was intentionally removed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the investigation found that the over-sheath was attempted to be completely removed from the device which is not describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on march 16, 2023: it was reported that the clip could not be deploy from the catheter after closing at first. Eventually, the clip released after repeatedly pushing and pulling to break.